Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a ventricular tachycardia (vt) episode, for which a shock was delivered and the patients rhythm accelerated into ventricular fibrillation (vf). All shocks available were delivered and the patient had to be externally converted. At a later date, this right atrial (ra) lead was capped and surgically abandoned. A new system was implanted. No additional adverse patient effects were reported.